Manufacturer narrative:
Investigation of the reported event is pending.

Event description:
It was reported that approximately 10 hours into perfusion, a brief moment of spontaneous power loss was reported. The metra quickly regained power and perfusion data looked stable. Nutrition pump had to be triggered back on. During this time, it was also noted that the inferior vena cava tubing appeared narrower than normal. Following perfusion, the liver was successfully transplanted.